Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was over 600 mg/dl. It was unknown whether customer was using auto mode or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. Device uploaded properly using care link. Device had scratched case and a pillowing keypad overlay. No detached retainer or missing retainer noted. No damage noted on the retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).